Event description:
Customer reports cough & postnasal drip. The customer saw an md approximately 2-3 times over the last few months and received an inhaler.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Due diligence report: it is essential to acknowledge that, given the customer's preexisting medical history of obesity and the undetermined origin of the cough and post-nasal drip, it is reasonable to consider that the symptoms may be attributable to other underlying causes. Furthermore, the customer expresses uncertainty regarding whether the cough and post-nasal drip are related to the use of the pap device or the soclean device. Notably, the customer reports an improvement in post-nasal drip, despite continued use of the soclean device and plans to continue use of the soclean device.